Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was receiving chemotherapy treatment. The healthcare professional stated that there is an alleged port break. There was not patient injury reported.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. As received, one x-port isp w/8 fr groshong catheter. Cath-lock was returned on the proximal end of the catheter at the port stem. A complete circumferential break was noted at the distal end of the catheter between the 5cm and 6cm depth markers. The remainder of the catheter was not returned. The break appeared to be an intentional cut made during the procedure. The returned portion of the catheter was patent to infusion and aspiration. No leaks were observed during functional testing. Based on these findings, the investigation is inconclusive for the reported break as the distal segment of the sample was not returned, there was no objective evidence provided to determine if the circumferential catheter break was made intentionally during explant and it is unknown if this is related to the reported damage. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient was receiving chemotherapy treatment. The healthcare professional stated that there is an alleged port break. There was not patient injury reported.